Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed psi (pounds per square inch) test' was not reproduced. A review of the event history log revealed multiple downstream occlusions messages however, the log cannot be used to distinguish true and false alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi (pounds per square inch) test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.